Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. (B)(4)

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -5.00/2.0/092(sphere/cylinder/axis) was implanted as a replacement into the patient's right eye (od) on (B)(6) 2023. The problem was not resolved. Reportedly, "data status is fine. The patient is under observation because of lack of visual acuity".